Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6)2024, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 625 mg/dl. Also, the infusion set had been used for 2-3 days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Moreover, similar issue occurred on (B)(6) 2024 with three similar types of infusion sets. The site location was patient's abdomen, and her blood glucose level was 200 mg/dl. Further, the patient replaced the infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.